Event description:
It was reported that a male patient underwent a accessory pathway ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole on the pebax. Initially, blood was found in the force sensor compartment. In the interest of safety, the catheter was replaced with new one. The issue was observed when the catheter was withdrawn from patient. Functionality of the catheter was not impaired at any time. Procedure performed successfully with the new ablation catheter. Surgery was not delayed due to the reported event. The procedure was successfully completed. No patient consequences were reported. Additional information was received on the event. Blood was found in the (transparent) force sensor compartment. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature or flow on the catheter. Generator parameters: power control mode; standard smartablate settings (30w, temp cutoff 40 c). The noted temperature, impedance and power: temp: 27; impedance: 120; power 30w. The patient was anticoagulated with heparinized saline and activated clotting time (act) >300 was monitored throughout procedure. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as not MDR reportable for foreign material inside the pebax with no external damage. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-feb-2022 there was reddish material on the thermocool® smart touch® sf uni-directional navigation catheter. Microscope examination in the pebax area revelated that there was a hole in the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 01-feb-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-jan-2022. The device evaluation was completed on 01-feb-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and microscope examination of the returned device. Visual analysis of the returned sample revealed reddish material on the smart touch unidirectional sf catheter. Microscope examination in the pebax area revelated that there is a hole in the pebax. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).